Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, the team found blood clots inside the drape, the sterile interface module (sim), and the instrument drive unit (idu) of the arm. The blood passed through the sim into the arm drape and remained at the top of the arm drape as the arm was positively tilted upward. There is no functionality failure of the arm, idu and the sim. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 and h6: annex b, annex c, annex d and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data and provided image for the reported sterile interface module (sim). Evaluation of the device data indicates the reported issue is not captured in the logs. Review of the provided image notes that there is blood present within the arm sterile drape in addition to visible blood in the sim. Evaluation of the provided images for the reported sterile interface module confirmed the reported condition. The root cause of the observed damage was that it is likely that the sterile interface module was not used as intended, which may have caused or contributed to the reported incident. The instructions for use (IFU) states that: when working with an arm positioned so that the instrument tip is higher than the attachment head (past horizontal), blood or other fluids may flow through the instrument shaft to the sterile interface module. Always check the sterile interface module / instrument attachment head and dry, if necessary, before attaching instruments. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, the team found blood clots inside the drape, the sterile interface module (sim), and the instrument drive unit (idu) of the arm. The blood passed through the sim into the arm drape and remained at the top of the arm drape as the arm was positively tilted upward. There is no functionality failure of the arm, idu and the sim. There was no patient injury.